Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the anterior aspect measuring less than 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed the striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent device removal on (B)(6) 2019. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/3/2019, the mentor failure analysis lab received the right side device: serial number (B)(4). On 12/10/2019, it was confirmed the right breast prosthesis has deflated and the left side was intact. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during a visual exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.